Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician believed that the patient¿s pocket was very large and ipg was too loose in the pocket causing the pain. The patient underwent a pocket revision wherein the physician repositioned the ipg and sutured it into place. The patient was doing well post-operatively.